Manufacturer narrative:
The device has been explanted and returned. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is at elective replacement indicator (eri). The health care professional (hcp) is concerned that the voltage dropped too fast and may cause a shortened time to end of life (eol). Boston scientific technical services (ts) advised the device went to eri due to extended charge time (CT) and not monitoring voltage. Ts cautioned if the charge time (CT) gets above thirty seconds there would only be maximum energy shocks available. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
--